Event description:
The customer reported the unit was not functional, the fuse they had replaced was blown on the main board. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the unit was not functional, the fuse they had replaced was blown on the main board. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.